Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during an implant procedure, the atrial lead was found to have dislodged while extending the lead helix. The helix was retracted and the lead was repositioned. The lead could not extend afterwards. The lead was explanted and replaced. The patient was stable and did not exhibit any symptoms.